Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed xtr logs and found evidence that the channel was unable to communicate with a quad receiver card (qrc). The pss worked with the hospital biomedical engineer to evaluate the telemetry system and discovered two faulty qrc's. There is not enough information available to determine the exact cause of the qrc failures. The pss disabled the faulty qrc's and moved the channel to prevent reoccurrence. The biomedical engineer confirmed the xtr system operated as expected after being evaluated by the pss. The biomedical engineer was notified that the faulty qrc was disabled as a temporary solution and acknowledged that the part will be replaced.

Event description:
Spacelabs healthcare was notified that xhibit telemetry receiver (xtr) bed 6602 disappeared from both xhibit central stations. There is no patient or user harm reported with this event.